Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transcarotid tavr procedure with a 20mm sapien 3 ultra resilia valve in a surgical ring. During the procedure, an increase in pericardial effusion was observed per tee (transesophageal echocardiography) after removing the lv (left ventricle) safari wire. A small thoracotomy drainage was performed due to the decreased in blood pressure. The myocardium was visually checked and a bleeding spot in the lv was identified. Hemostatic agent(s) was used and compression hemostasis was performed. The patient lost approximately 300ml in blood and the received more than 2 units of blood transfusion. The bleeding was successfully stopped. A proctor commented that the setting of the operating room may have been a factor; instead of directing the device towards the head, it was directed towards the patient's left side, which may have caused excessive tension on the myocardium after wire insertion.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, procedural factors might have contributed to the event, including the direction of the commander delivery system towards the patient's left side, which is believed to have possibly caused excessive tension on the myocardium after wire insertion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.